Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, faded, and discolored. Investigation also revealed that the battery compartment was cracked and the returned battery cap was damaged/stripped. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the battery compartment was cracked above the bumper pad on the threads. The returned battery cap was damaged/stripped. A test battery cap was used to complete all testing. During testing, the display was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the internal clock battery was corroded. (B)(6).